Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a preclinical procedure on a domestic swine, a pusher wire fractured. The anatomy of the target lesion was mildly tortuous. A non-bsc 5f, jr 5.0 guide catheter and a renegade fiber braided microcatheter were introduced. A 22 mm x 60 cm interlock 018 embolic coil was then delivered and deployed successfully. During delivery, the operator noted increased resistance and upon removal of the pusher wire, it was found that the wire was broken, perhaps due to folding back in on itself.